Event description:
It was reported that the patient presented to the emergency room with ventricular tachycardia and the device did not treat the arrhythmia. It was also reported that the device withheld the therapy due to the discriminator. The patient's rhythm was converted with an adenosine drip. The discriminator template was reset and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.